Manufacturer narrative:
A split section near the distal tip of the microcatheter was found during the investigation. The distal tip marker band was not attached nor returned for evaluation. The conditions or circumstances that led to the damage could not be determined, but the damage is consistent with the device experiencing excessive forces beyond its specifications.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Two dsa images were provided for review, which are of poor radiographic quality. A small radiopaque object is visible in the dome of the aneurysm. It is possible that the object represents a catheter marker as described in the reported details; however, it cannot be conclusively determined. The product had been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a web embolization procedure to treat a basilar apex aneurysm in a tortuous vertebral artery, the via met resistance during advancement through the guide catheter. After removal, the distal marker band of the via was identified in the aneurysm. The web device was implanted as planned without incident, capturing the marker band in the dome of the aneurysm. There was no reported patient injury or additional intervention.